Event description:
Us legal. It was reported that the plaintiff underwent a medically indicated revision surgery of the right hip due to an infection on (B)(6) 2021. The patient had an aspiration with gram-positive cocci noted. During the revision surgery, both bhr components were explanted and replaced with antibiotic spacers. The patient was hospitalized for continuous IV antibiotics therapy. The outcome of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3,h6: it was reported that a right hip revision surgery was performed. As of today, the implanted devices, which were all used in treatment have been requested for this complaint but have not become available for evaluation. A review of the historical complaints data for the acetabular cup and femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch and for the part number and the reported failure mode. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. It was also confirmed that the product met manufacturing sterility requirements upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The reported infection and subsequent revision were noted to have been related to ¿gram-positive cocci,¿ which is highly likely of an exogenous nature. There is no evidence the infection and subsequent revision are related to a malperformance of the implant. The patient impact beyond the infection, revision, and expected transient post-op convalescence period cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.